Event description:
Subsequent to the initial medwatch report, additional information was received on (B)(6) 2012 stating, "during advancement of the pilot guide wire in the calcified lesion located in the non-tortuous anterior tibial vessel, strong resistance was felt during advancement and force was applied. No resistance was felt during withdrawal of the proximal segment of the guide wire. The separated piece of guide wire was not embedded into the vessel wall; however, anticoagulant treatment was administered. The procedure was completed by using another pilot 200 guide wire. The patient did not experience any adverse patient effects due to the separation. The prolonged hospital stay was not due to the pilot 200 separation." No additional information was provided.

Event description:
It was reported that during the procedure in a lesion in the tibial artery, the distal part of a pilot 200 guide wire detached inside the patient artery and was not retrieved. The proximal portion of the guide wire was withdrawn from the anatomy. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for investigation and the reported tip separation was confirmed. However, the failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. It should be noted that the warnings section of the instructions for use for hi-torque guide wires states: do not push, auger, withdraw or torque a guide wire that meets resistance. Failure to follow the instructions may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.